Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, 2w1 pyxis machine cubie self-ejected and now required maintenance. The customer reported that the malfunction occurred during medication dispensing, preventing the user from accessing the medication and resulting in a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was reported that the drawer 2.2 pocket a5 was failed. A field service engineer worked with pharmacy staff; the cubie was popped out but was not unloaded. The customer was instructed to power the station off and back on and attempt recovery, but this was unsuccessful. An empty cubie was then inserted into the affected position, which allowed the previous cubie to be unloaded, and the newly inserted cubie was read successfully. The system functioned as intended after the field service engineer assisted the customer to repair the device.